Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the returned implants it was observed that the screw at the end of the construct was likely fully locked. There was a significant abrasion observed on the rod consistent with rod slip. No definitive root cause could be determined. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 11/04/2016 it was reported to k2m, inc. That a revision surgery took place in which a slipped rod was removed. The patient reportedly had a slipped rod approximately 31 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 11/04/2016 it was reported to k2m, inc. That a revision surgery took place in which a slipped rod was removed. The patient reportedly had a slipped rod approximately 31 months post-op. Revision surgery took place b)(6) 2016.